Event description:
It was reported that the tubing of a four-way large bore stopcock leaked. The issue was identified during chemotherapy infusion where the patient reported a drop of liquid on their leg. The infusion was stopped and the tubing was inspected. A crack was observed on the proximal side of the large bore stopcock with extension set and a slow drip of fluid noted from the site. No leak was observed at the two connection sites where the pump tubing from the normal saline bag connects or at the side where the equashield was connected. The appropriate personal protective equipment was donned and the set was changed. The patient's skin was cleaned with warm soapy water. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.